Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon ruptured occurred. The 90% stenotic de novo lesion was located in the calcified and severely tortuous left tibial & peroneal arteries. The physician advanced the 2mmx20mmx143cm sterling balloon to the lesion and on the first inflation, inflated the balloon to 6atms for thirty seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with a non-bsc 2.5x20mm balloon. Patient status is reported as good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).